Manufacturer narrative:
Findings: based on the f/u eval, no material or process defect was found. The info obtained during the investigation in connection with the engineering eval would indicate that excessive force was used by the operator to cause the material failure. This malfunction report is now being reported after written feedback from (B)(4) regarding this failure type. Due to the time lapse and no pt issues, pt info could not be acquired.

Event description:
The physician reported a portion of the helix tip came off in the pt's stomach tissue approx 3 to 5 cm from the gastroesophageal junction and was successfully retrieved using endoscopic forceps. The end of the tip broke when attempting to release the helix from the tissue at the completion of the procedure. The helix became caught in a wrap of tissue. The breakage did not cause add'l trauma beyond the relatively mild tissue trauma typically experienced during the surgical procedure. The procedure was successfully completed with a second device. No pt injury was reported.